Event description:
It was reported that this communicator displayed a red call doctor icon (rcd) and it was not connecting. Upon examination of device data of this pacemaker, it was found that there was a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance (pli) out-of-range at 2009 ohms. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's communicator displayed a red call doctor icon (rcd) and it was not connecting. Upon examination of device data of this pacemaker, it was found that there was a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance (pli) out-of-range at 2009 ohms. No adverse patient effects were reported. Currently, this device remains in service.